Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade ll". This record is for right side. The device was explanted. Device discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade ll". This record is for right side. The device was explanted.